Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: ez steer¿ nav bi-directional electrophysiology catheter (model # d126805, lot # 30049788m). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a vascular dissection requiring surgical intervention, cardiac arrest requiring cardiopulmonary resuscitation and defibrillation), and death. During the procedure, while attempting to pass the smarttouch catheter through the aortic valve, the catheter inadvertently entered the left anterior descending (lad) coronary artery. Patient reported chest pain. Cardiac catheterization confirmed a vascular dissection. During catheterization and stent placement, the patient went in ventricular fibrillation cardiac arrest. Cardiopulmonary resuscitation (CPR) and defibrillation were performed. There is no information regarding the patient¿s condition. On post-procedure day 6, the patient expired. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.